Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being used to suture the uterine incision intra-operatively, the needle and the thread detached. The needle and the thread were removed one by one and then replaced.